Manufacturer narrative:
(B)(4). The device has not been returned for evaluation yet. Maquet cardiopulmonary gmbh will submit a supplemental medwatch on receipt of further information.

Event description:
"The quick prime air release cap (blue colored) leaves the site when serum or blood is drawn and causes difficulty in handling." (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Maquet cardiopulmonary was received the product for investigation. Leak test was performed in the laboratory of manufacturer. The leak test with water is on both blue vent caps from (B)(4) # mandrel complete (article number 70102.8073) water leaked. When examined under the microscope it was found that the membrane is leaking from the vent valve. Based on this failure could be confirmed. Sap trend search was performed for material (70105.0650, failure code 1015 falling off parts) which came to following results: 1 additional complaints were recorded in last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4) which is below 1%. Due to this information no systemic issue could be determined. The most probable cause of the failure is found as material failure. Device history record was reviewed. There were no references found which are indicating a non-conformance of the product in question. The reported failure did not contribute to death or serious injury. As a corrective action, supplier complaint (scar (B)(4)) was already initiated regarding similar incidents. And supplier was informed about this complaint. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).